Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. Patient called in because they were getting the message to charge the insr. Patient said the green light was on the dtc. When patient plugged in the connector pin nothing came on the screen. Patient said the connector pin was a little loose. Patient last charged the ins 2 days ago. Patient checked the ins battery level w/ the programmer and the ins was at 75%. Sent request to repair for dtc. Advised patient to plug in insr as soon as dtc is received and call back if the insr does not start charging.

Manufacturer narrative:
H3: analysis of the 37761 desktop charger (dtc) (s/n#: (B)(6)) revealed that the cable assembly had a frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.